Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 150 units of insulin, and several hours later, the insulin gauge displayed 0 units remaining in the cartridge. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose (bg) level was 490 mg/dl, and was addressed with 6 units of lantis by the customer's health care provider.